Manufacturer narrative:
After further testing physio-control was unable to duplicate the reported issue. Physio completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service light and a white display when powered on. A white display is indicative of a device lockup condition. The biomedical engineer also advised that the device appeared to not boot-up completely. The biomedical engineer also stated that based on a visual examination of the device that it may have been dropped; however, he could not confirm if the reported issue was as a result of the drop, or if it had occurred prior to the drop. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.